Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the sterile barrier was fully intact and had not been compromised. No further issues were noted with the packaging. The condition of the returned incident device was not consistent with the complaint that the sterile barrier of the pouch had been breached. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that while unpacking an ultraflex covered tracheobronchial stent, the complainant noted that the sterile barrier of the pouch had been breached. No damage was noted to the shipping carton. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that while unpacking an ultraflex covered tracheobronchial stent, the complainant noted that the sterile barrier of the pouch had been breached. No damage was noted to the shipping carton. There was no patient or procedure involved.